Manufacturer narrative:
The device evaluation reported has been completed and the customer complaint was confirmed.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. There was no reported impact to customer's blood glucose level.